Event description:
While using multiple trocars during a laparoscopic gastric bypass case, one of the trocars had a small round piece break off the side of the trocar. The broken piece was found and recovered. It did not harm the patient.